Event description:
Complication following a tee procedure. The patient was sent for a CT scan after complaining about a sore throat. The CT scan indicated a torn esophagus.

Manufacturer narrative:
Method: device not returned; evaluation cannot be conducted. Per dr. Wulrich it took three tries to insert the transducer. After a successful insertion on the third attempt, there was no noted resistance or difficulty in the insertion process. The actual procedure took place in 2009, and the patient at the end of the procedure complained of a sore throat. The physician had the ent department evaluate the patient, and no problems were found. The ent evaluation was conducted on the upper larynx and did not involve the esophagus. The physician stated that he was informed that the injury was a ruptured esophagus and a follow-up was conducted by the patient's referring physician, cardiothoracic surgeon. Toshiba america medical systems has been unable to make contact with dr. To date. Toshiba america medical systems provided an advisory notice for the safe use of the transducer to the medical center on or about december 2, 2008. The transducer is not being returned by the customer. Customer is continuing to use the transducer.